Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating that when conducting a 12 lead v3 does not display correctly. It only shows artifact. 4 lead and 6 lead cables were exchanged with new cables, and the issue still persisted with new leads installed. The device was in use during this event; however, no health consequences or impact were reported.